Manufacturer narrative:
Patient medications: atorvastatin, aspirin, meloxicam, metformin, metoprolol, nitroglycerin, and paroxetine. (B)(4). (B)(6). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. He review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2012, the patient was treated with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The aneurysm was excluded and the patient tolerated the procedure. It was reported the patient had a type ii endoleak from the lumbar and left mesenteric arteries feeding into the aneurysm sac. The aneurysm sac was enlarged by 17 mm (aneurysm sac started at 54mm and grew to 71mm). On (B)(6), 2015, the physician reintervened and performed an open revision to treat the type ii endoleak. He opened up the aneurysm sac and ligated (tied off) the arteries that were back bleeding into it. The patient tolerated the procedure.